Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope and a single use distal cover, what appeared to be patient mucosal tissue fell into the sink during reprocessing. Case with patient identifier (B)(6) reports the tjf-q290v used in the procedure case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The nurse in charge reported this information to the surgeon, but the surgeon did not seem to be aware that the mucosal damage had occurred. Therefore, no additional treatment was given to the patient. During the procedure, it was said that the physician had no awareness of the occurrence of any health damage to the patient. Additional informamtion is being pursued, however covid-19 visitor restrictions are delaying the ability to obtain additional details at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided, the device serial number is either (B)(6) (manufacturing date 21-feb-2021) or (B)(6) (manufacturing date 28-jan-2019). A review of both device history records found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the endoscope distal end opening is close to the mucosal surface and the user performs a suction operation, the mucosal tissue is sucked into the distal cover. When the user pulls out the endoscope in this state, the mucosal tissue is damaged at the edge of the distal cover. It is likely that the distal cover was broken at the center line due to improper attachment of the distal cover to the endoscope. If the distal end of the endoscope is pressed against the surface of the mucous membrane in this state, the mucous membrane tissue is caught in the cracked portion and damaged even if the suction operation is not performed. Correction to h7/h9: recall z-1292-2021 as referenced in the initial report is not specifically related to this subject device since it is not marketed in the USA. This subject device is similar to the tjf-q190v scope. Olympus will continue to monitor field performance for this device.